Event description:
The reported description notes that the bedside monitor alarmed after one of the ECG leads and spo2 probe became disconnected. The user silenced this alarm. The customer notes that the desaturation alarm did not sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm after the user silenced an alarm when the ECG lead and spo2 probe became disconnected. Root cause: no product malfunction was identified. It was confirmed with the customer that the user had acknowledged the disconnect alarm for the ECG leads and sensor off. Spo2 sensor off is a light blue inop alarm. Should the sensor become disconnected, the monitor will produce an audible and visual alarm. The numeric value of the spo2 and ECG measurement on the monitor's display is replaced with a "?". Inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. Acknowledging an inop that results from a disconnected transducer switches off the associated measurement, unless the monitor is configured to not allow this. The only exception is ECG/resp: acknowledging a disconnect inop for ECG leads does not switch off the ECG and resp measurements. Acknowledging an ECG disconnect inop at the info center switches off the audible inop indicator but does not switch off the measurement. The customer has requested a product enhancement regarding alarm control. The customer would like a way to lock out end users from turning off alarms so this incident does not occur or at least make them put a code in to do so and have a way to track who turned off the alarm. In addition, the user wants a way to disable the silence alarm. Philips technical engineering did confirm with the customer that the bedside monitors are set with reminders to re-alarm every 3 minutes. However, these reminders are not available for standard light blue inop alarms. The device labeling adequately describes alarm control/acknowledgement. The available info supports that there is no known health risk for the pt or users. Additionally, the available info from this report does not support that ths represents a systemic, design, or labeling problem. No further investigation or action is warranted.